Event description:
Patient with hospital-acquired pressure injury from hollister anchorfast endotracheal tube anchor fastener device. Deep tissue pressure injury to upper lip. Product was redesigned and the foam that touch the upper lip was part of the redesign. It is now ridged. Our organization has seen an increase in hospital-acquired pressure injury to upper lip where this foam touches skin since new product being used.